Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 2.5, lab: 1.8. Inratio result was taken 20 minutes after the lab result.